Manufacturer narrative:
Updated data : b4,g3,g6,h2,h10,h11 corrected data : a4,d4(serial).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called displayed temperature over sensor message. Customer followed the help screen instructions, powered the pump off and rebooted. The message disappeared and the pump has resumed without further issue. Customer was advised that they continue to use the machine but if the message appears again it is suggested they switch for another pump. There was no adverse patient event reported.

Manufacturer narrative:
A getinge field service engineer (fse) changed scroll compressor and front end board compressor, scroll, cardiosave backplane pcba bom). (Need to change executive processor tomorrow) came to change executive processor, but learned they have new boards that don't need software loaded on them. Need to order a front end board and executive processor. 4-24-23: come in monday to change the frond end board and executive processor, also changed the graphics control board, and nothing worked. (B)(6) 2023: (B)(6) changed the backplane board. Tested, the pump works. Put the original executive processor board in and front end boards and the graphics control board. Return to clinical service. There was no adverse patient event reported and they had no further questions. 1-the failure analysis and testing department received a compressor, with a reported of ¿unit got hot and shut off¿. Performed visual inspection of the compressor per the cardiosave service manual part number 0070-00-0639 rev r and found no visual damage and the part looks to be in good condition. Installed the compressor into iabp cardiosave test fixture 1. Performed and tested in accordance with the cardiosave service manual part number 0070-00-0639 rev r. Found that all functions were normal. After an extensive testing (5 hours) the tests did not trigger the reported problem of ¿unit got hot and shut off¿. The failure analysis and testing department was unable to replicate the failure experienced by the customer. Retaining the compressor in the failure analysis and testing department per procedure 0002-07-d008 rev ap. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. 2-the failure analysis and testing department received a back plane board, with a reported the unit ¿suddenly shut down¿. Performed visual inspection of the back plane board per the cardiosave service manual part number 0070-00-0639 revision r and found no visual damage. Installed back plane board into iabp cardiosave test fixture. 1. Performed and tested in accordance with procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The tests did trigger (unit shut down within 2 minutes) the reported problem of the unit ¿suddenly shut down¿, it looks like the back plane board had some type of electrical malfunction. Sending the back plane board to the supplier for further failure analysis as per 0002-07-d008 revision ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further. The failure analysis and testing department received a back plane board back from the supplier with attached failure analysis paperwork. The supplier found that the board had a defective cr3 component which was replaced. The board then passed all testing. No other root cause was identified. This investigation is complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.